Event description:
During an esophagogastroduodenoscopy (egd), a cook quantum ttc esophageal balloon dilator was used. While attempting to inflate in an esophageal stricture. The balloon leaked where the balloon meets the catheter. They could not get to full pressure. The procedure was completed using another device of the same type. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurence. According to the initial reporter, the patient did not experience any adverse affects due to this occurrence.